Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 409 mg/dl. The customer reported a no delivery alarm from the insulin pump that was resolved by a complete infusion set change. The customer reported that the infusion set and reservoir had an expiration date of 2011. Emergency supplies were shipped to the customer as a courtesy. No additional information was provided. Please refer to manufacturer's report no. 2032227-2014-23416 as it refers to the same event but of a different device.